Event description:
Boston scientific received information that, during a device check, the health care professional (hcp) indicated there was a electrical odor they believed was coming from the programmer. The field representative pulled the programmer out of the room and plugged it back in and indicated the odor was definitely coming from the programmer. The field representative indicated he would be returning the programmer. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this programmer has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the smell of smoke at power up. The c587 was replaced and it was burnt. The floppy drive would not read disk and was also replaced.